Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to be in fair condition with scuffs on enclosure. Device underwent a four hour run test with f-30 and f-10 disposable filter and device did not alarm. Testing was unable to confirm the reported customer complaint.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 trauma fast flow system (h-1200) was not recognizing the disposable. There was no audible alarm that accompanied the led display of the issue. The product problem was observed during testing. There was no patient involvement.